Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it was found that the user did not conduct reprocessing when taking the device to the service center. The event can be detected/prevented by following the precautions stated in the instructions for use: "operation manual: returning the endoscope for repair warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii ultrasonic bronchofibervideoscope to an olympus service center for an inspection with no alleged complaint. During the standard inspection and evaluation of the returned device, it was observed that the nozzle was clogged with an unspecified foreign object and the bending section cover was dirty. There was no patient or user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation of the device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material that clogged the nozzle and a dirty bending section cover due to insufficient cleaning and/or reprocessing. Additionally, due to the nozzle being clogged, the amount of water contact and water removal ability did not meet the specification during testing. It was also observed that the connecting tube had coating that was peeling. Discoloration was observed on the light guide connector. The bending angle wire and play knob in the following directions did not meet the standard value, due to wear of the angle wire: up, down, left, and right. The following unit components were observed as being sticky: universal cord, control unit, connecting tube, light guide protector, the grip and the eyepiece. The following unit components were scratched: the objective lens and the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.